Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument resposable tool identifier (rti) board recognition test failed. The instrument was placed on an is3000 system and failed a recognition test. The housing was opened and there was no damage on the rti board. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .092 - .123 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a maryland bipolar forceps instrument sticks during introducing it into the base plate and is not recognized. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.